Event description:
The complainant reported that a patient was implanted with an impella cp via the left femoral artery for mechanical circulatory support. On the first day of impella support, it was reported that the patient did not have flow distal to the patient¿s left foot. The patient was taken to the cardiac catheterization laboratory for a femoral-to-femoral bypass, which successfully restored flow to the patient¿s left foot. Additionally, it was noted that the patient expired during impella support. It was noted that the cause of death was unknown, and the physician did not believe the death was impella related. The physician stated he believed the cause of death was due to other issues and that the family chose to withdraw care of the patient. Additional clinical details, including perioperative course and contributing factors, were unavailable at the time of reporting.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot- 1980833. Device history batch subcomponent lot- n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.